Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the device; however the customer replaced the battery interconnect board and system board 3 volt lithium battery. It is important to mention the original battery interconnect board and system board 3 volt lithium battery were not returned to zoll for evaluation at this time. Therefore root cause could not be determined. The device was recertified and returned to the customer. No trend is associated with reports of this type.